Event description:
It is reported that while inserting, the drop down stem extension started to speak and become hard to advance into the mis tibial component. The surgeon completed the surgery with a stem extension of the same size.

Manufacturer narrative:
Please reference MDR #1822565-2013-01832 for the initial report submitted for this event. No out of specification condition has been confirmed for the mis tibial component reported in this event. However, review of product for MDR #2648920-2013-00272 found that reported lot to have mating threads which are out of specification. The scope of the investigation was expanded to include the tibial component reported for this event. As a result, field action 2648920-05/19/2014-001-r is being initiated. This removal report can be referenced for additional information.